Event description:
It was reported to boston scientific corporation that during an obtryx ii sling placement procedure, the physician found the device leg assemblies too short for the patient's heavy anatomy. As a result, the sleeves were barely exposed above the abdominal tissue and when he cut the suture of one of the sleeves to release the leg assembly, the suture retracted into the tissue. The physician was able to grasp the suture and pull it out of the patient (method unknown) with no consequences to the patient. The procedure was completed with this device and the patient, who is over 18 years of age, was fine at the conclusion of the procedure. No further information is available.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.